Event description:
It was reported that the hcp had between one and three cases where the pt had a suspected im. The pt experienced spinal cord compression and neurological deficits. The hcp surgically dissected and removed the catheter and formation. No pt outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.